Event description:
As reported, approximately 7 months post op the initial tsa, this 61 y/o male patient was revised due to infection. Patient was experiencing gradual onset of swelling, pain and warmth in right knee. Aspirate produced purulent fluid. Surgeon performed irrigation/debridement and insertion of absorbable antibiotic beads. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Pending evaluation concomitant device(s): 02-010-01-0350 - logic femoral ps cem right sz 5 3905760, 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t 3920801, 200-02-38 - three peg patella 38mm 2450956, 204-34-02 - fluted stem extension 25l x 14 mm 4061541, 204-70-00 - tibial stem ext. Screw 4065131, 521-78-31 - threaded pin size 2.6 collarless 2pk 3911518, 521-78-36 - threaded pin size 5.1 collarless 2pk 3977396, 3977428, a10012 - gps implant kit v2 05003015012.

Event description:
As reported, approximately 7 months post op the initial tsa, this 61 y/o obese male patient was revised due to infection. Patient was experiencing gradual onset of swelling, pain and warmth in right knee. Aspirate produced purulent fluid. Surgeon performed irrigation/debridement and insertion of absorbable antibiotic beads. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities. No other information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 7 months post op the initial tsa, this 61 y/o obese male patient was revised due to infection. Patient was experiencing gradual onset of swelling, pain and warmth in right knee. Aspirate produced purulent fluid. Surgeon performed irrigation/debridement and insertion of absorbable antibiotic beads. The case report form indicates this event is definitely not related to devices and definitely related to procedure. This event report was received through clinical data collection activities. No other information.